Event description:
It was reported that the customer had changed the infusion set the night prior but experienced high blood glucose levels the following morning. The customer's exact blood glucose was unknown. The customer received a no delivery alarm in the morning. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.